Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedure femoral angiogram revealed no evidence of calcium in the vessel. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the deployment steps were per the instructions for use (IFU) and that mynx successfully achieved hemostasis. Reportedly, when the device was removed from the patient's anatomy, it was noticed that the balloon was missing from the catheter. The staff flushed the advancer tube to determine if the balloon may have been stuck inside. None came out from the advancer tube and no post procedure angiography was taken to see if the balloon could be visualized inside the anatomy. Prior to sending the patient home, the patient's pulses were evaluated and were reportedly palpable. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon and the distal shaft were detached from the device. The balloon and distal shaft were not returned. The distal balloon core wire was exposed and there was evidence of adhesive attached to the (B)(4) shaft surface. Based on the provided information, the investigation performed and without the return of the advancer tube and balloon, the root cause of the balloon detachment could not be conclusively determined. The review of the lhr (lot f1106102) indicated that the mynx lot met all established performance criteria prior to shipment.